Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: n/g; inratio: 3.2; lab: 3.6. (B) (6) 2010; 1.7; 2.2/2.3 (same day meter retest). (B) (6) 2010; 3.0. (B) (6) 2010; 2.5. (B) (6) 2010; 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio meter = 3.2 inr, reference = 3.6 inr, mean = 3.40, confidence limits = 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st inr = 7.1, 2nd inr = 2.2, 3rd inr = 2.3, mean = 2.07, sd = 0.32, %cv = 15.55. Since 15.55% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria has met. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient info to determine the root cause of customer's test result discrepancy. As of (B) (6) 2010, 9 discrepant results complaint was reported for lot #221730 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time.